Event description:
During a cardiopulmonary bypass procedure, the central control monitor of the heart lung console would flicker and power off. Centrifugal pump did not stop running with this condition. Control of the centrifugal pump remained available through redundant local controls. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.